Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was capped due to a product performance issue.

Manufacturer narrative:
(B)(6) 2018 - we were notified that the reason this lead was capped was because of pacing impedances greater than 2000 ohms and damage to the lead.